Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. As device information was not made available, device history record, risk management review and complaint history review cannot be completed. According to clinical/medical investigation, this complaint from the united states reports that the femoral hinge metal articulation broke, about 3 months post primary surgery. The only patient information is that the patient is approximately 220 pounds. No other information has been provided. The impact to the patient beyond the pain and a second surgery in 3 months cannot be determined. Smith and nephew has not received adequate materials (operative reports, returned product) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. In conclusion, the root cause of this breakage cannot be concluded with the limited information. Without the operative reports, the activity level of the patient, presence of a traumatic event, and the component a thorough investigation cannot be provided. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. (B)(4).

Event description:
It was reported that, three months after a tka had been performed, the femoral hinge metal articulation broke. A revision surgery was performed to address this adverse event. It is unknown if the event is resolved.